Event description:
Covidien received a report that the n65 pulse oximeter had missing segments. The failure happened when the device was not being used on a pt.

Manufacturer narrative:
The svc ctr confirmed that the unit was missing segments. The user interface (ui) printed circuit board (pcb) was replaced and the unit passed testing. (B)(4).